Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication error during set up involving an olympus autoclavable camera head. There was no patient involvement reported.